Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause of bg level was not known. Reportedly, customer had a uti (urinary tract infection). Customer administered a bolus via the pump to address bg. On (B)(6) 2023, customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause of bg level was not known. Customer was transported to the emergency room by ambulance and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.